Manufacturer narrative:
B5: information added. H6 patient code added: fall. H6 evaluation conclusion code updated from cmc-no problem detected to known inherent risk of device.

Event description:
Asap too study. It was reported that stroke occurred. The patient was on aspirin prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was placed on aspirin and clopidogrel and discharged the day after the index procedure. On (B)(6) 2024, 1709 days post index procedure, the patient presented to the emergency department with worsening left lower extremity numbness and pain. The patient was on aspirin. On the same day computed tomography (CT) scan and (magnetic resonance imaging) MRI revealed no hemorrhage or edema without fracture in c-spine and no new infarct. The patient was hospitalized, and neurology was consulted. Nihss score was 4. MRI was performed. On the same day a repeat MRI of head and CT scan of brain revealed acute 1.3 cm infarct, likely the patient had a stroke on (B)(6) 2024. The patient underwent slow dialysis and left upper extremity weakness was improved. Aspirin was stopped and clopidogrel medication was started to treat the event. On (B)(6) 2024, the patient was discharged to home and the event was considered resolved with sequelae. It was further reported that the sequalae post stroke incident was specifically left arm weakness and left leg weakness. It was further reported that the patient had presented to the emergency department from a dialysis center, and that during dialysis weakness was experienced to the point where the patient could not stand post dialysis, due to the worsening condition of the left lower extremity. The patient fell, hitting their head on a desk, and experienced mild neck pain and left shoulder pain. On (B)(6) 2024, the modified rankin scale (mrs) 90 days score was 4-moderately severe.

Event description:
(B)(6) study: it was reported that stroke occurred. The patient was on aspirin prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was placed on aspirin and clopidogrel and discharged the day after the index procedure. On (B)(6) 2024, 1709 days post index procedure, the patient presented to the emergency department with worsening left lower extremity numbness and pain. The patient was on aspirin. On the same day computed tomography (CT) scan and (magnetic resonance imaging) MRI revealed no hemorrhage or edema without fracture in c-spine and no new infarct. The patient was hospitalized, and neurology was consulted. Nihss score was 4. MRI was performed. On the same day a repeat MRI of head and CT scan of brain revealed acute 1.3 cm infarct, likely the patient had a stroke on (B)(6) 2024. The patient underwent slow dialysis and left upper extremity weakness was improved. Aspirin was stopped and clopidogrel medication was started to treat the event. On (B)(6) 2024, the patient was discharged to home and the event was considered resolved with sequelae. It was further reported that the sequelae post stroke incident was specifically left arm weakness and left leg weakness.

Event description:
Asap too study. It was reported that stroke occurred. The patient was on aspirin prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was placed on aspirin and clopidogrel and discharged the day after the index procedure. On (B)(6) 2024, 1709 days post index procedure, the patient presented to the emergency department with worsening left lower extremity numbness and pain. The patient was on aspirin. On the same day computed tomography (CT) scan and (magnetic resonance imaging) MRI revealed no hemorrhage or edema without fracture in c-spine and no new infarct. The patient was hospitalized, and neurology was consulted. Nihss score was 4. MRI was performed. On the same day a repeat MRI of head and CT scan of brain revealed acute 1.3 cm infarct, likely the patient had a stroke on (B)(6) 2024. The patient underwent slow dialysis and left upper extremity weakness was improved. Aspirin was stopped and clopidogrel medication was started to treat the event. On (B)(6) 2024, the patient was discharged to home and the event was considered resolved with sequelae.